Event description:
It was reported that customer experienced cgm error and could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance from technical support, and successfully started new sensor session with no further cgm errors reported.